Event description:
It was reported that bd syringe luer-lok¿ tip was missing label information. This occurred on 171 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one photo and 7 loose 10ml syringes were received and visually evaluated. The barrels of all 7 syringes were blank with no scale markings, nor logo, printed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Production records reveal there were issues with scale setup during the manufacture of this batch. Technician involvement was required to address the issues before production resumed. Potential root cause for the missing print is associated with the marker setup. No corrective or preventive actions are necessary based on the defective rate identified. Batch 8130570 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip was missing label information. This occurred on 171 separate occasions. No serious injury or medical intervention was reported.